Event description:
Reportable based on device analysis completed on (B)(6) 2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 32x3.0 mm, totally occluded target lesion contained a lesion bend of >=90 degrees and was located in a severely tortuous and severely calcified left anterior descending (lad) artery. A 3.00mm x 32mm liberté¿ stent was advanced however, the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a liberte stent delivery system (sds) with stent and a liberte shelf box, product pouch, and carrier tube (hoop). The batch number on the returned packaging and device matched the reported batch number. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The middle of the stent had three (3) rows of struts that were flared, overlapping and bent. The shaft was kinked 1.5cm proximal of the exit notch. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).